Manufacturer narrative:
H6: investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA# 1379444 has been initiated to address the issue. H3 other text : see h10.

Event description:
It was reported that 10 bd venflon¿ pro safety shielded IV catheters leaked blood from the injection port during use. The following information was provided by the initial reporter: "when inserting the vps in the vein, blood came out through the membrane in the injection-port with cap. Has happened several occasions >10 times, all with the same lot."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-03. H6: investigation summary : five representative samples and one used sample was received by our quality team for evaluation. The representative samples was subjected to visual inspection, injection leak test, and the catheter adapter leak test. The samples passed all testing and no abnormalities were observed. Upon visual inspection of the used sample, the valve was observed to have moved. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of the leakage is due to a valve issue.

Event description:
It was reported that 10 bd venflon¿ pro safety shielded IV catheters leaked blood from the injection port during use. The following information was provided by the initial reporter: "when inserting the vps in the vein, blood came out through the membrane in the injection-port with cap. Has happened several occasions >10 times, all with the same lot."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10 bd venflon¿ pro safety shielded IV catheters leaked blood from the injection port during use. The following information was provided by the initial reporter: "when inserting the vps in the vein, blood came out through the membrane in the injection-port with cap. Has happened several occasions >10 times, all with the same lot."